Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k926214. Actual sample upon receipt: only a guidewire main body. Visual inspection of the actual sample: entire length of the main body: approximately 2591mm. It had been waved for approximately 35mm from the fractured section. Microscopic inspection of the actual sample: the wire had been exposed at the fractured section. Multiple abrasions were found for approximately 30mm from the fractured section. Abrasions were found at approximately 250mm, 675mm - 680mm, and 1340mm from the fractured section. No anomaly such as peeling of the outer layer was found in other sections. Electron microscopic inspection: the side of wire at the fractured section had been tapered. Dimple patterns were found on the top surface of wire at the fractured section. Confirmation of dimensions: the outer diameter of normal section met the factory's specifications. No anomaly was found. Missing length: entire length of the main body: approximately 2591mm. Entire length of the product with the involved product code: approximately 2605mm. It was missing approximately 15mm compared to the product with the involved product code. History investigation of the product with the involved product code/lot#: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found. Simulation test: following simulation test was performed. Pulling force was applied while the distal end was trapped. The side of wire at the fractured section was tapered. Dimple patterns were found on the top surface of wire at the fractured section. Based on these results, it was inferred that this condition was similar to that of the actual sample. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record, shipping inspection record and the dimensions of actual sample. As a possible cause of occurrence, it was likely that when the distal end of actual sample was trapped by some hard object, the guidewire was manipulated in the removal direction, causing pulling force to be applied, resulting in the guidewire fracturing. Regarding the cause of waviness at the distal end, it was inferred that the guidewire came into contact with some hard object. However, since the details of procedure were unknown, it was not possible to clarify exactly when the event occurred. In addition, it was likely to be missing approximately 15mm compared to the product with the involved product code. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when using bd ivc filter (denali), delivering a guidewire, and an attempt was made to retrieve it, the involved product passed over the filter and became entangled in the filter device. Although an attempt was made to retrieve it, it remained tangled and finally it was pulled out forcefully. Although it was retrieved, when it was checked outside the patient's body, it no longer had a j shape and we determined that it had detached. The filter device was retrieved separately. The distal end of guidewire did not appear to have torn off, but it was unknown where the detached part had gone. The original filter was able to be retrieved from the patient's body and the procedure was completed. The customer stated that they plan to take a computed tomography (CT) scan at a later date to determine, to the extent possible, where the distal part is located fragment remains in the patient's body as it was not retrievable. The procedure outcome was not reported..